Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), switched off and did not work properly. There was no patient involvement.